Manufacturer narrative:
The manometer gauge for the neopuff infant resuscitator indicates to the clinician the pressure being delivered to the pt during resuscitation. Regarding the complaint device, the user facility states that the manometer needle is stuck at 20 cm h20. The complaint device is to be returned to us for evaluation.

Event description:
The manometer or the neopuff infant resuscitator is stuck at 20 cm h20. No pt injury.